Event description:
This pt has severe non-ischemic cardiomopathy with congestive heart failure, complete heart block and previous arrest due to ventricular fibrillation. Residual anoxic encephalopathy is present from the arrest. He underwent insertion of a guidant crt device in 2004 and had prompt and dramatic response relative to his chf. Two months later he was noted to have artifact on the rate sensing lead causing transient, asymptomatic inhibition of his pacing. The electrograms were sent to guidant technical services and the report, suggests a "compromised seal plug" as the cause. This abnormality showed up infrequently and for short duration (several seconds). He was readmitted for incessant ventricular tachycardia a yr later. Amiodarone was used to control the rhythm. No device malfunction was seen. He rec'd multiple appropriate shocks for the vt with stable status of his vt and chf. He was admitted for replacement of the crt device 3 mos later. His model h 170 device was explanted and sent to the MFR. A preliminary report of a tear of the seal has been delivered. A new device, guidant model h 177 was implanted. At one month follow-up, this device also showed one episode of artifact with transient inhibition. This pt device represents one of three cases in rptr's practice with the same malfunction. All are guidant crt devices. Rptr has not seen anything similar with any other MFR or guidant non-crt devices.